Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a farawave nav catheter, faradrive steerable sheath, and orion catheter was selected for use. The patient with a complex cardiac history, including longstanding persistent atrial fibrillation, chronic systolic congestive heart failure with an ejection fraction of approximately 30% to 35%, severe biatrial enlargement (left atrial diameter of 7 cm), and a significantly dilated heart. Patient prior interventions include six atrial fibrillation ablation procedures, a convergent maze surgery earlier this year, and prior left atrial appendage (laa) ligation with an atriclip. This was the patient fourth redo ablation procedure. Despite previous direct current cardioversion (dccv), the patient presented with recurrent atrial fibrillation and flutter. During the procedure, transseptal puncture was successfully performed using a synaptic navigo 8fr steerable sheath and an accusafe transseptal guidewire. Left atrial substrate mapping was completed with the orion catheter, and pulsed field ablation (pfa) was selected based on substrate characteristics. The faradrive steerable sheath and farawave nav catheter system, paired with opal, was exchanged smoothly using standard sheath management. Upon delivery of the first two pfa pulses to the posterior septum and roof in flower configuration, the operator observed a significant explosion of microbubbles on intracardiac echocardiography (ice), described as filling the entire chamber over 3 to 4 consecutive pulses. The procedure was paused, and the patient remained stable. No error codes were reported during these events. The procedure was completed without further incident. Post-procedure, the patient was seen in recovery on two separate occasions and was alert, oriented, conversing, and moving all extremities. Approximately 4 to 5 hours later, after getting out of bed and walking to the bathroom, the patient exhibited acute neurological symptoms including left-sided weakness and delayed speech. A stroke alert was initiated. Computed tomography imaging revealed suspected air embolism in the right parietal lobe, and MRI the following day confirmed focal cerebral injury with at least two areas of involvement. The patient underwent hyperbaric oxygen therapy. On postoperative day two, the patient required intubation in the neuro-intensive care unit due to hypoxia, likely secondary to aspiration pneumonia, and was placed on vasopressor support for sepsis. The devices are not expected to be returned due to disposal. The patient remains hospitalized. Patient has regained speech, has no movement in the left arm, and is beginning to recover limited movement in the left leg.